Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that review of the log files revealed that a no external power alarm activated on 05jan2000 from 1:59:36 to 1:59:45 due to a total loss of power occurring while connected to the mobile power unit (mpu).

Manufacturer narrative:
D4: device information was not provided. Manufacture¿s investigation conclusion: the reported event of a no external power alarm was confirmed via analysis of the submitted controller event log file. The controller event log files contained approximately 19.5 days of data combined (25dec2022, 01jan2000 ¿ 15jan2000, 08jan2023 ¿ 11jan2023 per the timestamp). A no external power alarm activated on 05jan2000 from 1:59:36 to 1:59:45 due to a total loss of power occurring while connected to the mobile power unit (mpu); the alarm resolved when the power was restored to the mpu. The system controller backup battery supplied power to the system and pump operation was not affected during the further losses of external power. The mobile power unit was not returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the pump stop, clock not set, backup battery fault, no external power, low voltage hazard and power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) section 3, entitled ¿powering the system¿, explains the various ways to power the heartmate 3 lvas, including how to properly use the mpu and the actions to take in the event of a power failure. Heartmate 3 instructions for use section 2, entitled "system operations", explains how to replace the system controller and how to replace the system controller backup battery. Section 5, entitled ¿surgical procedures¿, also explains how to install the backup battery in the system controller. Heartmate 3 instructions for use (IFU) section 6, entitled ¿patient care and management¿, states that the system controller must be connected to the power module or the mobile power unit during sleep or any time when sleep is likely. The patient may not be able to hear alarms while sleeping on battery power. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records of the mobile power unit could not be reviewed as the serial number is unknown. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the loss of power was reported to be due to the patient regularly disconnecting both power cables from the mpu while changing to batteries. The patient was re-educated on changing one cable at a time. The ac power cord had a v-lock connector and that the mpu was not exchanged and would not be returned for evaluation.